Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient is starting to have pain from the implant, especially last night. The caller said that they looked at the insertions where they put the device in a couple days ago and everything across the back of the patient's back over there was all smooth against the surface of the skin, but today they went to look at the same spot and it looked like there is a wire sticking out. The caller states the doctor's office is closed today, so they may go to urgent care. Agent emailed reps and they responded that they advised the patient that they can use cold packs for any discomfort. And they believes it is just the lead where it makes the turn from the foreman and should heal properly with time.